Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jun-2018 with the following findings:a review of the black box showed a call service 078 alarm followed by a power on reset. The black box shows call service 128 alarms. The deliveries were never resumed. Each call service 128 alarm occurred during rewind attempts. The call service 128 alarms are defined as post delivery motor power supply faults. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. The returned battery cap had stripped threads and the test cap was used for all testing. The pump powered on with the test battery cap. The pump current draws measured within specifications. No call service 128 alarms were duplicated during testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed to find moisture ingress on the printed circuit board and internal components. Unrelated to the original complaint, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The patient had a blood glucose of 600 mg/dl with symptoms of difficulty breathing and nausea. The patient had been hospitalized for the alleged blood glucose excursion and had discontinued pump therapy at the time of the call. The reporter stated that the patient had received three battery alarms in the same day, which had contributed to the blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the pump was alarming.